Event description:
It was reported that during procedure the lithovue elite flexscope diameter is too large for the patient's ureter. The physician placed a stent, and the procedure was rescheduled due to this event.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.